Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) can, and typically does, lead to regurgitation over a period of time. Svd can encompasses multiple failure modes including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these; such failure modes may occur singularly or concomitantly. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of eleven (11) years, three (3) months. The reason for re-operation was due to aortic regurgitation, secondary to structural valve degeneration. A transcatheter valve was successfully implanted and the patient was noted as doing well.